Event description:
It was reported that the power cord on the 9800 system had a broken prong. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer biomedical engineer repaired the power cord. The system was put back into service.